Event description:
It was reported that the user was unable to press ¿yes¿ on the fill tubing stage of the ilet pump touchscreen, although they could press ¿no¿ and confirmed seeing drops, and they were disconnected before proceeding; the user then restarted the pump via the ilet mobile app and declined further assistance, which is consistent with an unresponsive key or button involving the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software problem in conjunction with an unresponsive touchscreen interface. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.